Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion. (B)(4): no anomalies found; the proximal segment was returned for analysis. Blood/body fluid was observed on defib conductor (not obstructed). The outer insulation had cosmetic depressions. (B)(4): no anomalies found; the proximal segment was returned for analysis. The defib conductor was stretched. Blood/body fluid was observed on all conductors (not obstructed). The outer insulation was pulled apart and had cosmetic depressions. The inner insulation had cosmetic metal ion oxidation. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads are in process; the results will be forwarded when available. Evaluation summary: (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient died less than 8 months after device was implanted. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.